Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens customer care center (ccc) and reported that an atellica ch 930 analyzer outputted out of range quality control (qc) and a falsely depressed sodium (na) result on a patient sample. The customer performed advance clean and installed a new sensor. Siemens remotely reviewed integrated multisensor technology (imt) calibration, imt bulk solution levels and ran auto check on imt and dilution arm, aligned imt, performed standard a and standard b cycles, primed imt solutions, performed advance clean, installed a new sensor and performed imt auto check, which failed for rotary valve charge and hold, performed advance clean, installed a new sensor. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the analyzer, checked the tubing for obstruction or loose-fitting connection, checked for rotary valve leak, and observed no leak. Then, the cse performed power flush, ran auto check, dilution check, which passed. Next, the cse ran qc, which failed; calibrated imt sensor, replaced sensor and qc materials and ran qc, which recovered out of range. Further, the cse replaced the bent dilution probe, primed all fluids through imt 4 times, replaced the peristaltic tubing, auto aligned the imt, ran auto check, dilution check, imt calibration and qc, which recovered acceptably. The customer ran precision and patient comparison, and the accuracy recovered within the range. The cause of the falsely depressed na result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered higher than the initial result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely depressed na result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00064 on 21-feb-2025. Additional information (04-mar-2025): siemens evaluated the event and determined that the dilution issue with sample potentially contributed to the falsely depressed sodium (na) result. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.